Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were several non-sustained rv oversensing episodes due to post-paced t-wave oversensing observed from merlin.net session records. Reprogramming was suggested. There is no report of adverse consequences for the patient.